Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 1870: "motor time out 1 / service due". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear housing cracked on the top corner and the lens display was scratched. The event history log confirmed error 1870 and service due occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be a defective motor and clock battery service due. The motor and clock battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.